Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was re-positioned multiple times, all with poor sensed r waves. After, approximately 14 positions the leadless ipg was removed and not implanted. A new leadless ipg was used, and implanted with acceptable sensing, thresholds and impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.